Manufacturer narrative:
This report is submitted on april 05, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report. Correction: the correct b4 and g3 for initial report is march 15, 2022; not march 14, 2022 as previously reported. This report is submitted on august 01, 2022.

Manufacturer narrative:
This report is submitted on october 12, 2023.